Event description:
Additional information was received from a patient. It was reported that for the circumstances that led to ins flip/charging issue was that the round disc was broken and the patient was unable to charge. The issue had resolved and the stim unit was working now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755 lot# / serial# (B)(6) was analyzed and the coating at the entrance of the donut end is splitting open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having a hard time recharging for about 4 days and controller screen read no device found. She usually charged about every other day. She went to the healthcare professional (hcp) about a week and half ago and the hcp said the ins had flipped but it should still recharge. She thought it may be due to her losing weight. She was in so much pain she could barely walk and wanted to see if she could recharge ins. During call, patient was getting no device found and then the wait 10 min screen, antenna locate at 100% but not connecting. The rtm disc and cord were hot, like they were on fire. While talking, patient said "oh its not hot anymore" and wanted to continue charging. Patient tried to connect for about 30 min and still getting no device found antenna locate still at 100% . She just noticed there was a rip between the cord that attached to the round disc. Patient disconnected rtm from controller and now the controller read to charge controller battery.